Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Correction to initial MDR. Additional information was received that the patient's onset of symptoms was on (B)(6) 2013.

Event description:
A report was received that the patient's ipg would not hold charge. The patient underwent a revision wherein the ipg was replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg would not hold charge. The patient underwent a revision wherein the ipg was replaced. The patient was doing well post operatively.